Event description:
Customer reported device results = in the 500s mg/dl. Customer stated the doctor stated device readings were > 600 mg/dl. Customer was diagnosed with ketoacidosis and was admitted to the hospital. Customer was given an IV where customer remained for 2 days before being released. No controls used. A request was made for return product and replacement product was sent.